Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type : catheter.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving fentanyl (3000 mcg/ml at 1000 mcg/day) via an implantable pump. The pump's indication for use (IFU) was noted as non-malignant pain. It was reported that the patient had been in really bad pain since (B)(6) 2016 and she suspected that there was something wrong with the catheter. At the time of the report, the patient was alive with no injury and the issue had not resolved. A dye study was performed on (B)(6) 2016 and nothing was found wrong with the pump or catheter. The hcp was going to bring the patient back to the clinic to evaluate her further. A supplemental report will be provided as additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.